Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Instrument failure - due to the threads on the handle breaking off inside the cup, while positioning the cup.